Manufacturer narrative:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was opened and a black hair was observed on the side of the device inside the internal plastic storage container. The account stated the hair was not from their staff and was already present on the handle of the device when it was opened. The device was discarded, and a new device was used. There was no reported patient injury. The sterile pouch was not received open or compromised. The inner package was not purposely opened in anticipation of use and then reshelved. The contamination was noted when the device was opened in the procedure room during the procedure. The boxes of mcv devices were stored in a supply room inside a cardboard box, and individual devices were taken from the box as needed. The device was only opened at the time of use, when the hair was discovered. All staff present, including technicians and doctors, were wearing full ppe. The device was not returned as it was discarded. However, two photos were provided for review. The images show a mynx control venous unit with a black fiber¿most likely a hair¿located on the white portion of the handle. The packaging is labeled with ref mx61260 and lot f2519701. No additional anomalies or notable details were observable in the images provided. A product history record (phr) review of lot f2519701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-foreign material-venous/unknown¿ was observed through analysis of the picture received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the hair found on the device, especially since the foreign material was not returned for review and the packaging was opened prior to observing the hair. According to the mynx control venous vcd instructions for use (IFU), which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the picture analysis and phr review, the issue noted could not be conclusively determined as related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was opened and a black hair was observed on the side of the device inside the internal plastic storage container. The account stated the hair was not from their staff and was already present on the handle of the device when it was opened. The device was discarded and a new device was used. There was no reported patient injury. The sterile pouch was not received open or compromised. The inner package was not purposely opened in anticipation of use and then reshelved. The contamination was noted when the device was opened in the procedure room during the procedure. The boxes of mcv devices were stored in a supply room inside a cardboard box, and individual devices were taken from the box as needed. The device was only opened at the time of use, when the hair was discovered. All staff present, including technicians and doctors, were wearing full ppe. The device was not returned because it was thrown away after hair contamination was observed.